Manufacturer narrative:
For the investigation the logfile was analysed. It was found that the device detected a deviation right from the start of ventilation and posted the adequate alarms. Root cause for the described symptom was a too low (negative) vacuum pressure inside the ventilator piston. The vacuum pressure is traced by pressure sensor and after falling below the limit of -80 hpa the device alarmed as specified reinstall ventilator. Manual ventilation remains possible in this case. The ventilator diaphragm is a detachable component and typically removed for cleaning and disinfection and re-installed after reprocessing by the user. An incorrect assembly is widely prevented by the mechanical design of the housing, the diaphragm and the breathing system. Nevertheless, an incorrect assembly can¿t be ruled out totally. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed for "check ventilator assembly" during use. No injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.